Event description:
Additional information received reported that x-rays showed "nothing apparent." It was discussed that the issue would be the lead or a problem at the lead and extension connection. If the insulation was breached, contacts 0 and 3 could have been touching, leading to the short circuit. It was also reported that the patient was having quick reduction in his symptoms and felt a "good" therapy outcome.

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was a reading of low, out-of-range impedances. There was a short circuit, but testing intra-operative did not indicate a short circuit. The short was discovered when the device was first turned on and found contacts 8 and 11 shorted together. There was some efficacy on the affected side of the patient, but not in line with physician expectations. Subsequent information received reported no further diagnostics (x-rays) were performed and the cause of the short circuit was also unknown. Intervention included programming around the short circuit by utilizing contacts not impacted. Further information received reported the patient was programmed and receiving therapy.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 37642, serial# (B)(4), product type programmer, patient; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type extension; product ID 3389s-40, lot# va01er8, implanted: (B)(6) 2012, product type lead; product ID 3389s-40, lot# va0136m, implanted: (B)(6) 2012, product type lead. (B)(4).